Manufacturer narrative:
A visual inspection found mold on the on the cardboard coated carton insert surrounding the outer tray, the outer tyvek lid, and on the vercise genus p16 tray label. No visible signs of mold were found on the inner sterile trays or the ipg. The mold was likely due to exposure to excessive moisture and/or humidity during transportation and storage as the device was transferred between three sales representatives across multiple states; thus the cause is traced to transport/storage.

Event description:
It was reported that prior to a deep brain stimulation (dbs) implant procedure, mold was found on the cardboard surrounding the outer plastic shell case containing the sealed implantable pulse generator (ipg). The ipg remained sealed with no visible signs of mold entering the plastic shell case. This ipg was set aside, never removed from its packaging, and never came in contact with the patient. A new ipg was used to complete the implant procedure without incident. The ipg will be returned to boston scientific.

Event description:
It was reported that prior to a deep brain stimulation (dbs) implant procedure, mold was found on the cardboard surrounding the outer plastic shell case containing the sealed implantable pulse generator (ipg). The ipg remained sealed with no visible signs of mold entering the plastic shell case. This ipg was set aside, never removed from its packaging, and never came in contact with the patient. A new ipg was used to complete the implant procedure without incident. The ipg will be returned to boston scientific.